Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a lap cholecystectomy procedure, when performing the final inspection, the scrub tech noticed that both clips "popped" off the cystic duct on the body side. There were no patient consequences. Case completed with another device of the same product code. One device will be discarded.